Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient's son reported that the patient felt unwell and had measured the blood glucose level on (B)(6) 2025 and the result was around 5.6 mmol/l. Paramedics were called and measured the patient's blood glucose at 0.1 mmol/l. The exact time of this measurement and the body part from which the sample was taken are unknown. It is also unknown whether the paramedics administered any treatment. A second comparison of blood glucose values was reported to be between 13 and 17 mmol/l, but no further details regarding the timing or sampling site were provided. The patient was hospitalized for a week and developed pneumonia, though the cause of the pneumonia is unknown. The user was treated with glucophage. The exact date and time of hospitalization, as well as the patient's current health status or recovery, are also unknown.